Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach, during a procedure of the mildly tortuous, moderately calcified, de novo, proximal right coronary artery (rca), after pre-dilatation with a 2.75 x 12 mm nc balloon dilatation catheter (bdc) at 12 atmosphere (atm), the 2.75 x 33 mm xience prime stent delivery system (sds) was advanced, but could not cross the lesion. While removing the sds, resistance was met and the proximal shaft separated. A second 2.75 x 33 mm xience prime stent was implanted successfully and a good result was achieved. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.